Event description:
It was reported that premature stent deployment occurred. During a superficial femoral artery (sfa) intervention, the physician went to insert the 7x40x120 epic¿ vascular stent into the sheath, but the stent began to deploy off of the delivery catheter. This happened outside the patient's body. When the physician realized this, they pulled the stent out and completed the procedure with another of the same device. There were no patient complications and the patient's condition is fine. Also, there was no vessel damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of an epic device with no other devices. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. There was blood in the wire lumen. The distal end of the stent was partially expanded with a 10mm length protruding from the distal end of the sds. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. During a superficial femoral artery (sfa) intervention, the physician went to insert the 7x40x120 epic¿ vascular stent into the sheath, but the stent began to deploy off of the delivery catheter. This happened outside the patient's body. When the physician realized this, they pulled the stent out and completed the procedure with another of the same device. There were no patient complications and the patient's condition is fine. Also, there was no vessel damage.